Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26-may-2024, it was reported by the patient that infusion set detached from tubing part at the insertion site within six days of use. Infusion set detached at the time of taking shower. No further information was available.